Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('embedded near the parametrial tissue') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, multi gravida and parity 2. Concurrent conditions included uterine fibroids, dyspareunia, joint pain, hair loss, seasonal allergy, upper abdominal pain, shortness of breath, endometriosis, endometriosis, sinusitis, pap smear abnormal, tenderness, nausea and endometriosis. Concomitant products included hydrocodone, ibuprofen, levonorgestrel (mirena) and paracetamol (acetaminophen). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and rash ("rashes or skin conditions type: unexplained on trunk & legs,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, depression, anxiety, rash, migraine, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2013, (B)(6) 2013. Treatment received for pain, abnormal bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: fallopian tube perforation. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded near the parametrial tissue') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included uterine fibroids, dyspareunia, joint pain, hair loss, seasonal allergy, upper abdominal pain, shortness of breath, endometriosis, endometriosis and sinusitis. Concomitant products included hydrocodone, ibuprofen, levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: unexplained on trunk & legs,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs & mr received - new reporter information was added. Lot number was added. This case was upgraded to serious incident. Event injury nos was replaced with event embedded device. Event genital bleeding, vaginal bleeding, menorrhagia, depression & mental anguish, rash, migraines / headaches, dysmenorrhea (cramping), pain, fatigue added. Concomitant drugs, medical history and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('embedded near the parametrial tissue') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, multi gravida and parity 2. Concurrent conditions included uterine fibroids, dyspareunia, joint pain, hair loss, seasonal allergy, upper abdominal pain, shortness of breath, endometriosis, endometriosis, sinusitis, pap smear abnormal, tenderness, nausea and endometriosis. Concomitant products included hydrocodone, ibuprofen, levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: unexplained on trunk & legs,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (other)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain:pelvic"), abdominal pain ("pain:abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2013. She had treatment for following events " pain - pelvic/abdominal pain , dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), abnormal (general, migration, perforation: other". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ migration/perforation (other), pain: pelvic, pain: abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), psych injury¿. Reporter, demographics, lab data, essure indication (amended), and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.